Manufacturer narrative:
The insulin pump had unresponsive button due to moisture damage keypad traces. No button error alarms occurred. No unexpected batteries out limit alarms were noted. The pump had cracked on battery tube threads and cracked around corner of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error and battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer stated that she took her battery out and the device would not respond or stop alarming. The customer also stated that the pump had cosmetic damage. The customer stated that the location of the damage is on the battery cap. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.